Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that a nurse called asking how to turn off the svc (superior vena cava) coil as the right ventricular (rv) lead¿s svc coil has experienced a high impedance alert. It was explained how to turn off the svc coil and the rest of the rv lead remains in use. No patient complications have been reported as a result of this event.